Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was not in use. The root cause was determined to be defective esm board. In consequence esm and qvent were replaced. There was no patient or user harm.

Event description:
The device was not turned on first as in the attached video. Then I replaced the device's esm board with a new one and the device booted up normally. Then I inserted its esm board again, the device worked normally. The event logs were examined and it was seen that it gave only tf481002 alarm.